Manufacturer narrative:
Investigation summary: a review of the complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
Customer reporting unknown number of conflicting sofia sars results for an unknown number of patients. It is unknown whether the patients were asymptomatic or symptomatic. The customer communicated that the patients who tested positive with sofia sars were retested and received a negative sofia sars result. Pcr tests were conducted but results are unknown. Attempts were made to contact the customer to gather more information. The customer was unable to provide additional details and information.